Event description:
Per the clinic, the patient experienced drainage from puncture wound which resulted in fibrosis and an infection at the magnet site (specific date not reported). The patient was treated with oral and intravenous antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.